Manufacturer narrative:
Product ID: 3889-28, lot# va0wd7p, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported having a loss of therapy on (B)(6) 2015. The patient had a few "twinges" or bladder spasms, noting that the device was supposed to take care of the bladder spasms. The device had been taking care of the spasms until recently when the patient had a couple. During the call, the patient increased settings. Cause and outcome remains unknown. Follow up is being conducted to obtain additional information. The indication for use included gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported the bladder spasms were intermittent but she had 80% if not better relief in symptoms. The symptoms were sudden and started a week and a half ago. Troubleshooting resolved the issue as the patient saw change programmer batteries screen, changed the batteries, synched to the implant, and increased settings as desired.

Event description:
Additional information received from the consumer reported the bladder spasms just started one day and the patient suffered with them for at least 3 years. Steps taken to resolve the bladder spasms prior to implantation included seeing a urologist and trying several anti-spasmodic medications which ultimately did not help. The implantable neurostimulator had been a life saver.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she had ongoing mild spasms which were sudden in onset in (B)(6) 2016. She also felt terribly uncomfortable stimulation in her left buttock on (B)(6) 2016 but the device was in the right buttock. The patient also had bladder spasm and was running to the bathroom all of the time. The implantable neurostimulator was confirmed to be on. Amplitude was decreased and this resolved the situation. The patient was on program 2 and decreased from 2.3v to 1.4v. Additional information received from the consumer reported that she had not notified her physician about her issues because her device was a blessing to her and was working fine. Her device had eliminated her spasms but she did have a few microspasms so she thought she should increase or decrease the settings. The patient adjusted the device and that did the trick. The patient reportedly raves about the device every chance she gets.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-06. It was reported that on the night of (B)(6) 2017, the patient suddenly felt bladder spasms and wanted to increase stimulation, but was not able to. However, during the call they were able to connect with their antenna and increase stimulation. They noted that stimulation was on, and they were able to feel stimulation in the correct location. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on november 2nd the circumstances that led to the sudden return of bladder spasms on(B)(6) was they had some minor bladder spasms that they hadn¿t had in a long time and they wanted to increase stimulation. The patient stated they hadn¿t used the stimulation device in some time and didn¿t think to put in a new battery. The patient stated the rep was helped directed the patient to get the device up and running. There were no further complications that have been reported as a result of this event.